Event description:
Per the audiologist, in 2008 (estimated, date not reported) the pt was implanted with a primary and a sleeper fixture. At approx 3 months later, during the second stage procedure, the primary fixture came out. The sleeper fixture was well integrated and the abutment was attached to it without difficulty. Return of the fixture and add'l info have been requested.

Manufacturer narrative:
The type of event is addressed in the device labeling.